Event description:
It was reported that this right ventricular (rv) defibrillation lead and implantable cardioverter defibrillator (ICD) exhibited a gradual increase in shock impedance measurements eventually resulting in high out of range measurements greater than 125 ohms. Technical services (ts) discussed troubleshooting options or the option of continued monitoring. The physician plans to continue monitoring. Available information indicates this lead remains in service. No adverse patient effects were reported.